Manufacturer narrative:
Additional information: returned product evaluation found lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found the haptic bent/deformed. The lens haptic was caught with the vial cap. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, diopter -8.0 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved.